Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer had an issue during the threshold test or that the performance was sluggish and a delay issue when printing the pdf file. It was noted that the programmer's lower display bullet and rising man logo button was missing. It was further noted that the stylus and cursor were slightly misaligned. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer¿s pacing transmission was interrupted by two bits during the device threshold test. It was also noted that the programmer¿s performance was sluggish, and the delay issue worsened when printing full-size portable document format(pdf) files. Stuttering was also visibly noticeable when printing strips. Troubleshooting steps were taken, and normal operation was restored after rebooting the power. The connection with the header was confirmed by fully illuminated green lights. There was no patient involvement.

Manufacturer narrative:
Correction: h.6. Eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.